Event description:
The customer complained that the device 'readiness indicator' was displaying the charge pak, low power and service wrench icons and the device failed to turn on. There was no report of pt use related to the reported complaint.